Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported via phone call that they experienced high blood glucose level and skin irritation. Customer¿s high blood glucose level was 405 at the time of the incident. The customer's grandmother stated that they treated the high blood glucose with bolus. Customer's grandmother declined troubleshoot for high blood level. The insulin pump will not be returned for analysis.